Event description:
During a review of programming history, it was observed that a partial programming event occurred on (B)(6) 2008. This resulted in a change to the patient's settings. The patient was not re-interrogated following the partial program and left the appointment programmed to these unintended settings. At the patient's next appointment, they were interrogated at incorrect settings, and programmed back to intended settings. There were no reports of any patient adverse events as a result.

Manufacturer narrative:
Review of programming history performed.